Event description:
It was reported that balloon deflation failure occurred. A 3.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during deflation, balloon deflation issue was encountered. The balloon was able to deflate before removing the device and remained deflated during removal. The procedure was completed with another of the same device and there was no patient complications reported.